Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that she had a second string came out of her vagina during removal of a tampon. Only happened once. She believes an extra string was in the applicator and was not attached to the pledget.